Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and related regurgitation and limited esophageal clearance leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2015. Patient underwent gastroesophageal balloon dilation (B)(6) 2015 which did not alleviate dysphagia symptoms. Uneventful device explant due to dysphagia on (B)(6) 2016. Device found in correct position/geometry. Patient underwent toupet fundoplication at time of device explant.